Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The cassette sample shows inner pouch broken. Leak was detected in the ay bag, specifically located in top corner near pump tube connection. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The most probable root cause is, that during leak test operation cassette?s that failed (leak test), were not properly segregated. Quality alert was created to notify production personnel regarding cassette proper segregation during leak test, to avoid failed cassettes been mixed. Quality alert training was performed by production supervisor.

Event description:
It was reported that there was a tear on top of the inner pouch. Tear was discovered just before use. There was no patient involvement and no patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07861 is no longer considered reportable, please disregard any MDR reports associated with it.